Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high. The customer¿s blood glucose level was 271 mg/dl at the time of the incident. The customer¿s current blood glucose level was 235 mg/dl. The reasons why customer alleged pump is under delivering was unknown. The customer will be sent tubing clamp to perform the high pressure test. The insulin pump will not be returned for analysis. The troubleshooting was not completed. The customer was advised to monitor blood glucose and to call back for further troubleshooting. The insulin pump will not be returned for analysis.